Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys/expiration date: 28-feb-2020/(B)(4). Device available for evaluation? No. Mfg date: 02-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a perforation occurred resulting in a pericardial effusion. The implant was abandoned. No further patient complications have been reported as a result of this event.